Event description:
Reference medwatch 1219856-2008-00379 for the first event involving the same patient. The intra-aortic balloon (iab) was prepped per instruction and the md inserted the sheath via the femoral artery. As the iab was being inserted into the sheath, it became stuck. The md removed the iab and sheath as one unit. A request was made for another iab-06840-u; however, the introducer used was a medtronic 9 fr. The third iab was inserted with success.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.